Manufacturer narrative:
Device received with critical pump error. The critical pump error was caused by multiple the motor arm cannot communicate with the main arm error and software error alarms in device history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a critical pump error alarm. The customer¿s blood glucose level was unknown. The customer reports they received a critical pump error image on the pump screen. Troubleshooting was performed for critical pump error alarm. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.